Manufacturer narrative:
The available data does not specifically indicate causal relation between the incident and an infusion set failure (bent soft cannula). Should new relevant information become available, we will re-open this case and inform FDA by a follow-up MDR report.

Event description:
Unomedical reference: (B)(4). The case concern an incident occurring in (B)(6) involving a (B)(6) citizen. The patient experienced elevated blood glucose and is taken by ems to (B)(6) (=hospital) and is diagnosed with diabetic ketoacidosis and diabetic coma. When removing insulin pump and the infusion set, the soft cannula appear bent. When contacting medtronic helpline a pump self test is run resulting in pump alarm 63 indicating hardware low level failures. No further information is available.